Event description:
Pt experienced a chemical burn to subcutaneous tissue from a leaking subclavian port-a-cath implanted 1 yr ago. The catheter was removed and a new one implanted (in ambulatory surg.)